Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, plastic foreign matter was found in twenty (20) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 5.4mg plus blood collection tubes, plastic foreign matter was found in twenty (20) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes. H.3: device eval by manufacturer? Yes. D.9: returned to manufacturer on: 22-apr-2026. H.4. Device manufacture date: 01-oct-2025. Investigation summary: bd received 3 photos and 103 samples for investigation. The reported defect of plastic inside the tube was observed in photos and returned sample provided by the customer. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter-particles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.